Event description:
(B)(4). Pain, loss of memory, auto immunity symptoms, migraines, vision loss, dental problems, nickel reactions, hives, bruises, early menopause, low libido, loss of sexual function, insomnia, ringing of ear, extreme fatigue, low iron deficiency, vaginal infections, pelvic pain, joint pains, dental problems, hair loss, skin prom lens , neurological problems, and more.